Event description:
It was reported that during a gastric bypass procedure, the device stapled but surgeon related it appeared the knife blade did not fully transect and a piece of tissue remained in the lumen. Case completed with another device of the same product code. There were no patient consequences. The breakaway washer was cut. No other issues with the firing. All anastomosis were good - no leaks. However, dr. (B)(6) is concerned the blade isn't cutting effectively. No issues in removing the device. The first assist as she's been working with dr. (B)(6) for years. Dr. (B)(6) is across the table supervising her. She has been trained her on the device. On all firings there were no anastomosis leaks.

Manufacturer narrative:
(B)(4). Information unavailable.